Event description:
It was reported that the ventilator failed internal leakage test, flow transducer test and pressure transducer test during pre-use check. (B)(4).

Manufacturer narrative:
Reference exemption #: (B)(4).